Event description:
It was reported that the device's rubber seal was broken. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the dso gasket was loose. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso gasket was the root cause. The dso gasket was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.